Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer under failure analysis for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the user facility by the fresenius regional equipment specialist (res). During installation of the unit, the res observed evidence of burn damage on the power control board, which is part of the power supply. The res replaced the power supply. After the repair, machine functional checks were performed and all tests found the unit to be functioning within specification. The unit was reportedly in working service at the user facility without any further issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. The res confirmed that burn damage was present on the power control board. Therefore, the complaint has been deemed confirmed.

Event description:
During installation of a 2008t hemodialysis (hd) machine at a user facility by a fresenius regional equipment specialist (res), the machine had no power. The res heard a pop noise, noticed a burning smell, and saw smoke from the power supply on power-up. There was no observed flame, fire, or spark. The res found that the power control board had burn damage at the t3 and ic4 connectors. The res replaced the power supply module and was able to power on the machine. The res completed machine installation and verified machine operations and functional checks. The machine is plugged into a recommended ground fault interrupter (gfi) outlet. The biomedical engineer (biomed) at the user facility confirmed that the machine works without any problems. No parts are available to be returned for failure analysis investigation by the manufacturer.